Manufacturer narrative:
Initial and final MDR (B)(4) MDR (B)(4) device 16 of 16.

Event description:
Unomedical reference number (B)(4). Event occurred in united states on (B)(6) 2024, it was reported that patient faced 16 infusion set cannula was bloody and leaking the infusion set was in use for 5-12 hours. The site for insertion was thigh, abdomen and arm blood glucose levels reported during the event were between 548mg /dl . Patient resolved it by replacing infusion set and resumed insulin successfully. No further information available.